Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. Ths event occurred in the therapy initiated on (B)(6) 2014 at 23:06:15. During night drain cycle three, the patient's ultrafiltration reading was 1268ml, indicating the home patient drained 1268ml more than their maximum programmed fill volume of 2000ml. No additional information is available.